Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation and functional testing of the device an error code related to o2 flow was identified. The device was tested again and passed testing. In addition, the device was visually inspected and found no evidence of foam degradation.

Manufacturer narrative:
In the previous report, the incorrect cfn/fei number was selected. The report number associated with the previous report is 3010359222-2026-100000. The correct cfn/fei # has been selected on this report submission.